Event description:
On (B)(6) 2012, the lay user/patient's grandmother contacted animas alleging there was "something wrong" with the subject pump. The reporter claimed that the patient has had an elevated blood glucose (readings not provided) for past two weeks. No signs/symptoms of hyperglycemia were reported by the patient's grandmother. When the patient was taken to see hcp, the patient's doctor downloaded the pump and told the reporter that the patient had not been bolusing with meals. The patient's grandmother stated that the patient's basal rates were adjusted by hcp. The reporter informed customer support that she was very certain that the patient was bolusing at least 3x/day with the pump. The patient's grandmother stated that the patient programs bolus before each meal and then shows to his grandfather who then monitors display until it shows it's delivering. The reporter is certain that the patient presses ok on go to deliver the bolus. At the time of the call, the pump's bolus and total daily delivery (tdd) histories were reviewed. Customer support noted that tdd adds correctly and adds correctly when compared to bolus history. Bolus history showed that all boluses were completed. Review of bolus history revealed several days with no a.m. Bolusing. In addition, review of bolus history revealed there were no boluses delivered on (B)(6) 2012 and (B)(6) 2012. Customer support reviewed with patient's grandfather how to navigate bolus history and instructed to confirm all bolus delivery by verifying in history. There was no reported patient impact associated with this complaint; however, this complaint is being reported because the pump history does not correlate with reported bolus deliveries reporter confirmed the patient had delivered.

Manufacturer narrative:
(B)(4): the pump powered on with audible and vibratory sounds. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The rewind, load, prime steps were performed and passed. There was no defect found.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.